Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2014 (B)(6); product type catheter. (B)(6).

Event description:
It was later reported that the patient's therapy was never an issue. At the time of report, the patient felt much better with pump pocket moved. The patient had healed well.

Event description:
It was reported that the patient experienced pain and discomfort at the pump pocket. The cause of this was due to the patient¿s small size. No troubleshooting was done. A pocket revision was done on 2014 (B)(6), in which the pump was moved to the patient¿s front. The approximate date of the event was indicated to be 2014 (B)(6). The device system was used to deliver dilaudid. Additional information, including the patient outcome following the pocket revision, was not reported. Additional follow-up is being done to obtain this information.